Event description:
It was reported that the patient underwent an unknown procedure due to an unknown reason. It was unknown if it was device related. No further information has been obtained despite good faith efforts. Additional information was received that the patient underwent a trial procedure with a non boston scientific device and will forward with the implant.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6).

Event description:
It was reported that the patient underwent an unknown procedure due to an unknown reason. It was unknown if it was device related. No further information has been obtained despite good faith efforts.